Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged chest pain and difficulty of brathing. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, in section h6 health effect - clinical code for difficulty in breathing was not added and 4464 was incorrectly added, which has been updated in this report. Also, in previous report, in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report. In this report h6 and h10 has been updated / corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.